Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated in the emergency room (ER) for elevated blood glucose (bg) over 500 mg/dl with moderate ketones. The type of treatment was not specified and the patient reportedly discontinued the pump. Troubleshooting revealed that the patient had only primed 6 units of insulin for 23-inch tubing. There was no indication of a product defect. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.